Manufacturer narrative:
The sample was received in 2008, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 23 october 2008.

Event description:
A 20 gauge catheter was placed by emt. The catheter began to leak blood and it was noticed that the catheter separated from the adapter. The actual sample was saved for the investigation.